Event description:
It was reported to boston scientific corporation that an advanix biliary rx preloaded stent was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct (cbd) performed on (B)(6) 2015. Reportedly, the stent was to be placed to treat a cbd stone. According to the complainant, during the procedure, the stent could not be deployed. The procedure was completed with another advanix biliary rx preloaded stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient age: the exact age of the patient is unknown, however, the patient was reported to be over 18. Investigation results of stent kinked. Investigation results of stent deformed. The advanix biliary rx preloaded stent was received for analysis. A visual evaluation was performed and found that the stent was unloaded from the device when received. The stent was kinked and bent in several locations. The distal tip of the stent was kinked and deformed. The suture was detached and missing. The push catheter was bent in several locations throughout. The push catheter was torn by the pullwire for approximately 18cm from the handle. The guide catheter was bent in several locations. A functional evaluation for stent deployment could not be performed due to the returned condition of the device. Based on the product analysis, it is likely that procedural/anatomical factors were encountered during the procedure which may have limited the overall performance of the device. A device under tortuous condition due to patient anatomy or customer use/manipulation/maneuvering can cause the delivery system to bend/coil leading to bends and kinks in the device. Stent and catheters bound by bends and kinks, the device could become unable to deploy the stent. Efforts to deploy the stent could cause further complications such as tearing of the push catheter and breaking of the suture. Therefore, 'operational context' is selected as the most probable root cause for the complaint. The device history record review found the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.